Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The power and resolution of each lens is 100 percent evaluated during the manufacturing process to determine acceptability per model and diopter. The company lens model 21.5 diopter (add power plus 2.2 plus 3.2) lens was replaced with a non-company monofocal 21.0 diopter lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.3.,d.4.,d.9.,h.3.,h.6 and h.11. The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. Both haptics were cut from the gusset area (not returned). The optic was cut into multi pieces (a large portion of the optic was not returned for evaluation). This damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The cause of the dislocation was not provided. The lens was returned in pieces. Power and resolution testing could not be conducted due to the extensive optic damage. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision, iol found to be dislocated in right eye. The lens was exchanged for another lens model 21 days following the initial procedure, patient issues were resolved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).